Event description:
It was reported that the customer was hospitalized due to high blood glucose of 600 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a fixed prime test and the insulin did not exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See scanned page.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.